Manufacturer narrative:
The account vigilance correspondent stated the bed-ridden patient requested a basin and as she tried to remove it from underneath her, she was then found head and torso to the ground. As she fell, she impaled her right femoral triangle on the lower end of the stretcher, resulting in a deep wound. The patient was found unconscious and was taken to emergencies. A scan was done for complete injury assessment. Antibiotics were administered and a dressing was put on the wound. Continuous surveillance of her vital parameters. The hill-rom technician evaluated the stretcher and found no malfunction. Per the hill-rom transport service manual it is necessary for hill-rom® stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do a check for the overall condition of the stretcher. Make sure the structure and welded assemblies are in good condition. No dents, twisted parts, corrosion, or loose, broken, worn, or missing hardware (such as screws, nuts, bolts, e-clips, plastic covers, etc.). Replace or repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient exited the stretcher and was injured. The stretcher was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).